Event description:
A patient with an external fixation apparatus on the leg was directed to exercise on bte equipment by a supervising clinician. During the exercise, the patient removed their foot from the equipment's pedal before the equipment was stopped. One of the apparatus pins inserted through the skin came in contact with the equipment pedal causing a small amount of bleeding at the pin's entry site. The patient saw a doctor working at the same facility who determined that this was not an abnormal situation. X-rays were taken and the pin was removed with no further issues reported. The clinic personnel stated that this type of injury is common during leg lengthening treatment and that the bleeding was no worse than the stress of walking.

Manufacturer narrative:
The event is unrelated to any problems with bte equipment and was caused by a limb lengthening apparatus worn by the patient. A pin included in this apparatus came in contact with bte equipment causing a small amount of bleeding. This problem can occur during normal activities such as walking or if the patient bumps into an object. Bumping external pin that cause superficial skin bleeding.